Event description:
It was reported that during the procedure, a balance middleweight (bmw) hydro guide wire was advanced toward a complex lesion in an unspecified vessel, but could not cross the lesion. The bmw was withdrawn from the anatomy without resistance. Outside of the anatomy it was noted that the coating between the area of the j-portion and the shaft was missing; no fragment of the coating remained in the patient anatomy. The procedure was concluded successfully by using a second bwm guide wire. There were no adverse patient effects and no occurrence of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. While the teflon coating was scraped 56cm distal to the proximal end of the guide wire for a length of 6.5cm, the reported peeling was unable to be confirmed. However, it was noted the coils were unwound at the proximal solder which may be the damages reported by the account; it was also noted that the proximal end of the proximal solder joint was not present. Based on an expanded investigation, a possible product issue related to an incomplete solder joint was identified. A review of the electronic lot history record (elhr) for the reported lot revealed no associated nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents of incompletely sealed pouches. Further assessment of this issue concluded that there is no indication that the larger population of product is affected, as this appears to be an isolated incident, which was most likely related to human error. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.